Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. In (B)(6) 2016, the patient presented due to unstable angina. The 100% stenosed, 3.5x18mm, type c target lesion was located in the mildly tortuous and non-calcified proximal left anterior descending (lad) artery with timi flow 0. Following pre-dilatation, a 3.50 x 28 synergy¿ drug-eluting stent was inflated twice at 11 and 14 atmospheres, and was deployed. Post stent implantation, intravenous ultrasound (ivus) was performed, timi flow 3 was observed and the procedure was completed. Two days later, the patient was discharged from the hospital. Five days post procedure, the patient had discontinued taking the dual antiplatelet therapy. In (B)(6) 2016, the patient was transported to the hospital due to heavy chest pain. The patient was taken to another hospital and an emergency catheter procedure was conducted. A 100% occlusion was confirmed on where the 3.50 x 28 synergy¿ drug-eluting stent was implanted and the patient was diagnosed with sub-acute thrombosis (sat). Subsequently, the blood clots were aspirated and plain old balloon angioplasty (poba) was performed. Timi flow 3 was obtained and the procedure was completed. No further patient complications were reported and the patient's status was stable.